Manufacturer narrative:
Based on all available evidence, an investigation determined that the reported complaint was due to assembly during manufacturing. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf192) related to power to sensor board. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection revealed the pneumatic block was disconnected from the main circuit board. The pneumatic block was reconnected to the main circuit board to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf192) related to power to sensor board. The device was not in patient use when the reported event occurred.